Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the vibratory features of the pump were not working. The reporter confirmed that auditory features were still functional. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be confirmed or duplicated on investigation. The pump powered on with functional auditory and vibratory features. The pump¿s warning setup was changed from audio to vibration and tested multiple times with no failures observed. The audio bolus was set to enable and was tested multiple times, and the pump vibrated appropriately. No defects were found with the vibratory feature during investigation.